Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred and pump unexpectedly shutdown. Pump history showed low power alert and shutdown alarm; however, customer thought the shutdown was "not normal". Customer switched out the infusion set site and resumed insulin delivery. Customer's blood glucose was 300-400 mg/dl.